Event description:
It was reported in the maude event report by the physician via medwatch # (B)(4) that as result of having the product implanted, the pt has experienced erosion that resulted in the removal of portion of the graft.